Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7077310, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system explant. Although the therapy provided some tremor control, it was insufficient. The clinician would like to try a different approach using the new, longer leads to see if they can improve upon what had already been achieved. The patient has been discharged home and will have a full bilateral system placement in the coming months. The explanted devices were retained by the facility and will not be returned for analysis.